Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified during the visual inspection at the service center. It is unknown if any deviations from instructions for use (IFU) in their reprocessing steps as three attempts were performed to obtain additional information, but no response was received from the customer. However, the cause of the event is likely due to the foreign material not being removed by reprocessing, because its adhering area was not external surface of the device. We presume that the light guide (lg) lens glue was peeled by physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions used, or the like resulting in humidity may have been allowed to go inside the lg lens and caused corrosion. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the IFU which state: - operation manual chapter 3 preparation and inspection. - reprocessing manual 5.4 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, foreign material was found on the forceps elevator due to insufficient cleaning. In addition, there was a leak from the distal end of the device, the mouthpiece was deformed, the scope connector cover plate was detached due to physical stress, the air/water and suction cylinders were discolored due to insufficient cleaning, the electrical connector was discolored due to handling, the coating on the universal cord was peeling due to handling, the lever arm was corroded, the coating on the connecting tube was peeling, the light guide lens was dirty due to insufficient cleaning, the adhesive on the charge coupled device lens was discolored due to handling, the bending tube was deformed due to physical stress, and angulation was out of standard due to the angle wires being stretched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The subject device was sent to an olympus service center for evaluation with no complaint. During inspection and testing, foreign material was found on the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.